Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experience to hypoglycemia. Customer's blood glucose level was 39 mg/dl. Customer declined troubleshooting for low blood glucose. Customer reported that sensor last night went through warm up calibrated then it went into updating and never started working again. Customer reported that the little dried blood upon pulling it out of sensor. Customer reported they did not receive a calibration not accepted alert. The insulin pump will not be returned for analysis.